Event description:
A surgeon reported that during a cataract extraction procedure, the equipment displayed an issue with the footswitch and the pt experienced a burn at the incision site. A corneal suture was performed. The case was completed without further incident, however, the pt presented with corneal edema postoperatively. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and replaced the u/s (ultrasound) controller pcb (printed circuit board) and the footswitch cable. The system was then tested and met product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).